Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2018 with the following findings: during investigation, the black box showed no evidence of a short battery life. The battery compartment was found to be cracked at the case seal. The returned battery cap was undamaged and able to fit. The ex-prime steps were performed correctly and all currents readings were above specification. The reported ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed and there was intermittent condition found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.